Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "when using the tube, it found that the tube has red foreign matter in tube wall.".

Manufacturer narrative:
H.6. Investigation: one (1) customer photo was received for review and analysis. The customer photo of the complaint sample shows a serum tube containing a small piece of what appears to be a piece of red hemogard shield in the tube. Based on the investigation results, this complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "when using the tube, it found that the tube has red foreign matter in tube wall."